Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the single leaflet device attachment/slda as well as the poor imaging resolution were caused by patient conditions. The reported tricuspid regurgitation was an outcome of slda. It should be noted that, per the intended use section of the mitraclip system instructions for use, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the device was used for a tricuspid valve procedure. It appears that the off label use contributed to the event. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report worsening tricuspid regurgitation. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. It was noted visualization issues due to an isolated tricuspid and dilated annulus. On (B)(6) 2020, two xtr clips (91108u206, 911080242) were successfully deployed for off-label use, reducing tr to 1. On (B)(6) 2020, the patient returned for a 30 days follow-up. The echocardiogram showed one of the clips became detached from the septal leaflet, but remains attached to the posterior leaflet (single leaflet device attachment/slda), worsening tr to grade 4+. The physician stated the slda was due to pre-existing patient anatomy. Additional treatment will not be performed. There was no clinically significant delay in the procedure. No additional information was provided.